Manufacturer narrative:
The zoll quattro catheter in the complaint was disposed of by the customer, therefore, it will not be returned. Since the catheter was not returned, an investigation of the catheter could not be performed and a root cause could not be determined.

Event description:
The patient has inserted a quattro catheter for ivtm therapy. The customer was unable to further advance the catheter. The customer used a second quattro catheter kit, but the same issue occurred again. The reporter was unable to specify if the issue occurred with catheters or guidewire. Both quattro catheters and guidewires were disposed of by the customer. No patient harm or consequence reported on this event. The customer reported an issue with two catheters. See MFR 3010617000-2018-01186 for the first catheter.